Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence. Investigation is in progress. Available information indicates the events occurred during normal operation of the ilet. The user alleged the device delivered excess insulin; however, data are insufficient to confirm malfunction. Beta bionics is submitting this MDR as a single report encompassing multiple similar events for the same patient and device, per 21 cfr 803.19(b). Separate mdrs will be filed if new details differentiate the events or confirm a specific malfunction.

Event description:
On (B)(6) 2025 the reporter stated that over the prior several weeks the user experienced three separate episodes of severe hypoglycemia while using the ilet system. Each episode involved loss of consciousness and required emergency medical service intervention; one event resulted in a head laceration requiring staples and emergency-department treatment. The user declined to provide additional event dates or facility information. The user discontinued ilet use and reverted to alternate insulin therapy.